Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
During the initial implant of an afx bifurcated device on (B)(6) 2017, it was noted that the patient had a small access and multiple dissections in the aorta and left iliac artery. The graft was deployed successfully and the aneurysm was sealed with no leaks. Upon the completion angiogram, we discovered the right and left internal iliac arteries were covered by the main body. The left internal iliac was diseased, but the right internal iliac was patent pre graft deployment. The physician attempted to push the limb up with a balloon to successfully restore flow. Shortly post procedure, the patient had a loss in blood pressure and it was discovered the right internal iliac had perforated. Patient later expired the same day.

Manufacturer narrative:
Clinical evaluations was unable to find substantial evidence to support the following reported events; pre-existing multiple aortic and left iliac dissections, unintended covering(stenosis) of both hypogastric arteries, unsuccessful attempt to move the stent upward with a balloon and a sheath, successful attempt to cannulate and angioplasty the right hypogastric, hemodynamic instability post ballooning, perforation of distal branch of the right internal, stabilized with medication intra-procedurally, post-operative blood transfusion x 1, and the patient expired later that day. Due to the lack of medical records or imaging studies, definitive causes could not be determined. However, the most likely cause of the bilateral hypogastric stenosis was unintentional user error. The most likely cause of the hemodynamic instability, and blood loss was the intraoperative efforts to restore patency of the right hypogastric artery; damage ensued due to procedure-related wire manipulation and/or ballooning. The most likely cause of death was procedure-related anemia. The patient expired on the same operative day, reportedly from procedure-related causes. Devices remain implanted in the patient and were not returned, no evaluation completed. The review of manufacturing lot confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system. Correction: report date and date received by MFR. Update awareness date. (B)(4).